Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was malfunctioning. Customer's blood glucose was unknown, but was 413 mg/dl at the time of phone call. Customer reported that insulin pump reverted to the (B)(4) language. Customer also received software error alarms. Customer attempted to reset insulin pump. Customer was advised that insulin pump would be replaced.